Event description:
The facility reported an incident of a misprogramming involving a colleague infusion pump. The pump was infusing heprin with a drug amount of 25000 units in 500ml bag. The diluent volume should have been entered as 500 mls per the biomed, however the user changed the diluent volume to 250mls for unknown reasons. The user then changed the volume to be infused to 239mls for unknown reasons. The infusion was started and approximately 12 hours later, the infusion was stopped. During this time, the patient received 163mls of heparin (less than intended). According to the biomed, no patient injury and no medical intervention had been reported related to this event. No additional information was available.